Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that issue was stated that new pump has failed, repeatedly alarming (cassette not attached properly) with a cassette or external set and it was able to be duplicated. Cassette was not recognized because dso (downstream occlusion sensor) was damaged / no functional. The reported issue was addressed by replacement of the dso sensor. Device submitted for functional and delivery tests after repair activities completed and afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that new pump has failed, repeatedly alarming (cassette not attached properly) with a cassette or external set. The event occurred on multiple dates. There was no patient involvement.